Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time.most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her symptoms have improved. Customer spoke to her doctor who increases her tradjenta insulin medication. Customer is now takes 5 units. Customer did not receive a replacement meter. Customer states that meter is reading 219 mg/dl fasting. Customer had recently had a brain shunt inserted and has had recent changes in her stress level increase. Physician is aware per customer.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue. Medical attention not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 364mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer complaining of e-5 as soon as the blood is absorbed. Customer states they may have removed the strip prematurely. Instructed customer about the proper testing technique.